Manufacturer narrative:
Additional information: d9, h3, h6, h10. H10: the device was received for evaluation. During functional testing, the reported 'improper shutdown' was not confirmed using a known good pump. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the corroded wireless battery module printed circuit board contacts. The wireless battery module was deemed unserviceable and scrapped. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq wireless battery module caused an improper shutdown. This occurred in the biomed service department. There was no patient involvement. No additional information is available.